Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that one patient role is not showing up in station. A technical support specialist verified the station and confirmed that there were no issues present. They successfully discharged the patient from the server. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system one patient's information is not appearing in the station,preventing the user from retrieving medications for patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system one patient's information is not appearing in the station, preventing the user from retrieving medications for patients and causing a delay in medication dispensing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: b5, d1, d5, d9, g3, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 21-nov-2022 to 20- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one patient¿s information failed to appear on the station. The technical support specialist observed that the patient was admitted through active directory on the server and was now discharged from the server and confirmed that there were no issues present. The system functioned as intended after the technical support specialist assessed the device.